Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right atrial (ra) lead. The involved lead is a non boston scientific problem. No adverse patient effects were reported. This device system remains in service.